Manufacturer narrative:
The sample is indicated as available for evaluation. However, as of the date of this report the sample has not yet been returned. Without the sample or any visual images to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
After a failed attempt to place a uvc, a PICC (384232) was placed on (B)(6). The PICC was used to give d20 IV fluids. The baby was not being moved or accessed when the break was noticed around 4am on (B)(6) 2020. Per the contact, ¿the PICC line was noted to be snapped off (below the disc, side closest to the rn)¿. A stat lock was not used. The contact stated, ¿a soft cuff posey was in place over the disc¿. Fortunately, the physician on staff was able to place a uvc to finish therapy. The contact also stated they have had 2 other piccs break in the last ¿year or two¿. She has been instructed to report a safety event and is checking her patient charts for information on the other 2 incidents. The other incidents were not reported earlier.

Event description:
Follow up.